Event description:
The patient came in for a refill on (B)(6) 2012. The healthcare provider (hcp) was trying to refill the pump under fluoro and the needle kept sliding off the pump. When the cap (catheter access port) was oriented in the 12 o'clock position, the pump connector was at the 9 o'clock position, which was opposite of the way it should be suggesting the pump might be flipped. An x-ray confirmed the pump was flipped. The patient had approximately 8 days of drug remaining in the pump. They were planning to revise the pump in 3 days. The patient did not have any symptoms related to the event. The pump was delivering baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).